Event description:
Per medwatch. Nurse discovered that the PICC line was nearly severed approx 1.5cm from the hub. When the line was being removed, it snapped, leaving approx 6cm in the pt. Pt was taken to the or for removal under local anesthesia. The product is only available for eval at the hospital. Pt injury indicated. No other info provided.